Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. (B)(4). No phone number . The customer ordered a replacement battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had a broken battery. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.